Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device was interrogated and normal communication was established. Functional testing was performed including impedance, pacing and high voltage shock function with no anomalies found. Further testing identified a high current which was isolated to a hybrid anomaly. The reported field event of premature depletion was confirmed.